Event description:
The customer reported that after a thunderstorm, the system does not boot up completely. Also, there was data loss. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was reconfigured. No pt injury was reported.